Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for a follow-up in clinic, oversensing of noise resulting in inappropriate auto mode switch and noise reversion was observed. Noise was reproducible with upper body movement. Programming changes were made to help reduce rv pacing. The patient is stable and will continue to be monitored.